Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis revealed that the device did not charge efficiently with the original device battery. The device did charge nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the charge time-out triggers were caused by increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after hearing a patient alert from their device due to charge circuit timeout. It was determined that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.